Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was in critical override and disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and disconnected mode. The technical support specialist dialed into station and observed that the station was no longer on critical override and disconnected mode. Tss spoke with customer to confirm the status and verified that all issues were cleared. The system functioned as intended after the technical support specialist verified the device.